Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint can be confirmed. Per service manual operational and diagnostic confirmed the complaint of equipment general failure. Self test would not complete and unit was displaying error code 200 ref 71 when powered on. This was due to a bad ID board. Replaced the ID board as identified in the investigation to address the issue and is the root cause for the reported failure. Missing dust cover was replaced. The software was upgraded to revision v01.12ad. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device serial and product number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the vapr vue generator had a general failure.